Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a system shut down on its own during surgery. Patient impact is unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the host and power distributor were both replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on (B)(6) 2006. Based on qa assessment, the product met specifications at the time of release. The host was received for evaluation. However, no testing was required because the sample was replaced as a preventive measure. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).